Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device longevity remaining was 0.5 years, then approximately three months later, longevity remaining was 2.0 years. No programming changes had been performed in that timeframe. A magnet was applied, and the magnet rate was 100 beginning of life (bol), with automatic capture (ac) programmed on. The threshold measurement was unchanged at 0.7 v @ 0.4ms. The patient with this device system reportedly had an underlying sinus rhythm and no adverse patient effects were reported. Device memory was saved to a disk and reviewed. Analysis concluded that the device had not endured a reset nor recorded a memory error. Additionally, the analysis reported that the last battery charge time reading indicated the device is in the lowest current bin and should indicate 20% on the gas gauge. The device memory also indicates it should have greater than 1.5 years of longevity remaining. Currently the device is in auto capture retry because of an incomplete test. When the device is in retry the programmer recorder monitor (prm) may calculate the longevity to be much shorter than when it is not in retry. This may have just occurred because the device was not reported to be in retry at initial interrogation. Analysis concluded that the device is moving in and out of retry and causing current bin switching which may cause the prm to report the changes in longevity they have seen.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received indicates this device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
.